Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of event. A siemens headquarter support center (hsc) specialist reviewed the event data, which indicated a precision issue with patient samples but not with qc. Hsc recommended to follow sample spin time and monitor the quality of sample separation. Based on the random nature of the outliers, the hsc concluded that the issue is consistent with sample integrity. The cause of falsely elevated ecrea results on patient samples was due to sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated enzymatic creatinine (ecrea) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ecrea results.